Event description:
Dissection of the rca (right coronary artery); three stents were deployed, and a dissection occurred. Patient was hemodynamically stable and transferred to the or (operating room) for CABG (coronary artery bypass graft).